Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the balloon on the commander delivery system had a pinhole. The valve was deployed successfully. There was no balloon rupture observed. During withdrawal of the delivery system, blood was observed in the inflation device. Once the delivery system was withdrawn, the balloon was inflated and a small stream of fluid leaked out from the proximal end of the balloon. Per the report, there were no patient injury or complications.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection was performed, and leakage was observed coming from a pinhole on the proximal balloon shoulder. No other visual abnormalities were observed. Dimensional inspection was also performed. The double-wall thickness measurements of the inflation balloon were taken. The measurements were found to be within specifications. No relevant imagery was provided. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. This event reports balloon leakage during withdrawal of the delivery system post-deployment of the valve that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Review of the risk management documentation has been completed and no further action is required. The event for balloon leak was confirmed based on visual inspection of the returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. As reported, 'blood was observed in the inflation device during withdrawal of the delivery system. Once the delivery system was withdrawn, the balloon was inflated and a small stream of fluid leaked out from the proximal end of the balloon.' Additionally, the case notes revealed that there was sinotubular junction (stj) calcification present. It is possible that calcification may have punctured the balloon during deployment or withdrawal of the delivery system. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Patient anatomical information was not provided for the access vessel. However, it is possible calcification was present. Calcification can reduce the vessel diameter and may increase restriction leading to resistance during delivery system withdrawal. This may have led to the less favorable interaction of balloon material with patient anatomy, resulting in the reported balloon leakage seen during device evaluation. A definite root cause was unable to be determined at this time. However, available information suggests patient factors (calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.